Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an amiodarone infusion was intended to run at 0.5mg/min but was found running at 8.33ml/hr. The event occurred on (B)(6) 2026 at 1842 when a nurse went to scan amiodarone 450mg/250ml for the patient while the rate was supposed to be for 0.5mg/min. When the nurse scanned the medication, it had registered as 900mg/250ml. The nurse cancelled that medication, started over and scanned it again claiming that it was programmed correctly. The next day the pump was found to be running at 8.33ml/hr instead of the intended 0.5mg/min. There was patient involvement, but no harm. The customer provided the following information. The amiodarone was intended to be infused at 16.67ml/hr for a total of 250ml in about 15 hours. However, it was noted that the infusion ran at 8.34 ml/hr which resulted in ~110 ml infused in 13 hrs before it was noticed to be running at the incorrect dose and rate. This resulted in an under-dose of the medication. It was also noted that the infusion set was not saved since it appears to be a programming issue on the pump, not a concern with the tubing.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: unique identifier (UDI) #., medical device serial #, PMA / 510(k)#, device manufacture date. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of programming error of amiodarone was confirmed during log review. No suspect devices were returned for this investigation; therefore, laboratory testing could not be performed. The event logs were provided from the suspect devices to ascertain programming and event details associated to the reported incident. It was reported that event occurred on 30 march 2026 at 1842 (6:42 pm). Exact keypress replication was not able to be performed since no suspect device or dataset were returned. The date on which the suspect pump module was attached to the pcu could not be determined, as the logs were overwritten due to normal system use. On 30 march 2026 at 6:40 pm, suspect pump module received remote IV (suspected to be amiodarone) with a patient weight of 72.1kg, drug amount of 900mg, diluent volume of 250ml, dose of 0.5mg/min, concentration of 3.6mg/ml, volume to be infused (vtbi) of 250ml and rate of 8.3333ml/h. User pressed key soft 13 and 14. Pcu alarmed for guardrail soft limit and user confirmed programming parameters. The infusion was started and recorded a primary volume infused (pvi) of 556.009ml, an accumulated from previous infusions. Immediately after, user programed a delay for one (1) hour. At 6:42 pm, suspect pump module received remote IV (suspected to be amiodarone) with a patient weight of 72.1kg, drug amount of 450mg, diluent volume of 250ml, dose of 0.5mg/min, vtbi of 250ml and rate of 0ml/h. Device alarmed for ¿subsequent order mismatch¿ and message request was invalid. Channel was selected and user cancelled programmed delay. Infusion was started with following parameters: drug amount of 900mg, diluent volume of 250ml, dose of 0.5mg/min, concentration of 3.6mg/ml, volume to be infused (vtbi) of 250ml and rate of 8.3333ml/h and recorded a pvi of 556.038ml. At 7:39 pm, suspect pump module alarmed for ¿occlusion patient side¿. Infusion was restarted and recorded a pvi of 563.771ml. At 10:56 pm, suspect pump module alarmed for ¿occlusion patient side¿. Infusion was restarted and recorded a pvi of 590.843ml. On 31 march 2026 at 4:46 am, suspect pump module alarmed for ¿air-in-line¿ and silence key was pressed. Door was opened and seconds after door was closed. Infusion was restarted and recorded a pvi of 639.433ml. At 5:20 am, suspect pump module alarmed for ¿occlusion patient side¿. Infusion was restarted and recorded a pvi of 643.942ml. At 8:45 am, suspect pump module was selected and received remote IV (suspected to be amiodarone) with a patient weight of 72.1kg, drug amount of 450mg, diluent volume 250ml, dose of 0.5mg/min, vtbi of 250ml and rate of 0ml/h. Device alarmed for ¿subsequent order mismatch¿ and message request was invalid. Immediately after, received remote IV (suspected to be amiodarone) with a patient weight of 72.1kg, drug amount of 450mg, diluent volume 250ml, dose of 0.5mg/min, vtbi of 250ml and rate of 0ml/h. Device alarmed for ¿subsequent order mismatch¿ and message request was invalid. Channel alarmed ¿door opened¿ and seconds after alarmed ¿check IV set¿. Channel was powered off and recorded a pvi of 674.25ml. The total calculated volume infused was 118.241ml. No further infusion were recorded with the suspect pump module. No devices were returned for this investigation; therefore, an inspection process could not be performed on the actual devices. The alaris¿ system user manual 12.3.2 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue programming error of amiodarone is being attributed to a user error. It was confirmed that suspect device received programming parameters that resulted in a calculated rate of 8.3333ml/h instead of the intended 16.67ml/h and was allowed to infuse for 14 hours 3 minutes. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an amiodarone infusion was intended to run at 0.5mg/min but was found running at 8.33ml/hr. The event occurred on 30 march 2026 at 1842 when a nurse went to scan amiodarone 450mg/250ml for the patient while the rate was supposed to be for 0.5mg/min. When the nurse scanned the medication, it had registered as 900mg/250ml. The nurse cancelled that medication, started over and scanned it again claiming that it was programmed correctly. The next day the pump was found to be running at 8.33ml/hr instead of the intended 0.5mg/min. There was patient involvement, but no harm. The customer provided the following information. The amiodarone was intended to be infused at 16.67ml/hr for a total of 250ml in about 15 hours. However, it was noted that the infusion ran at 8.34 ml/hr which resulted in ~110 ml infused in 13 hrs before it was noticed to be running at the incorrect dose and rate. This resulted in an under-dose of the medication. It was also noted that the infusion set was not saved since it appears to be a programming issue on the pump, not a concern with the tubing.